Manufacturer narrative:
(B)(4).

Event description:
It was reported that the compressor had a main inlet issue. There was no patient involvement. (B)(4).

Manufacturer narrative:
The reported compressor was examined at the hospital by our field service engineer. During the visual inspection of the mains inlet, dust build up was found around the mains inlet and the fuses were found blown inside. The fuses and the mains inlet were replaced but the compressor motor was not engaging. The capacitor for the motor was found faulty and was replaced. After a successful function check the unit was returned back to service. Mains power to the compressor is connected via the mains inlet fuses. A number of electric power supply functions (transformer, rectifier, capacitors, etc.) Are mounted inside the unit. Our conclusion is that the returned capacitor most probable broke during the same event as the mains fuses. The cause of a blown fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder. According to the user's manual, a preventive maintenance shall be performed after 5000 operating hours. It includes visual inspection of damage of parts and preventive cleaning of dust in the main inlet. The capacitor was tested and found faulty, electrical measurements of the capacitor showed that it was open circuited.

Event description:
(B)(4).